Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation due to the inability to establish communication between the scs ipg, charging system and pt programmer. It was also reported the pt receives a comm error 2501 from the programmer. A sjm representative confirmed the issue using multiple external devices. Subsequently, surgical intervention will be taken at a later date to address this issue.